Event description:
Following cardiac catheterization, an angio-seal device was placed in the pt's right groin. Sometime later that day, the pt reported pain and cold in the procedure leg and the pulses were noted to be diminished. A contrast angiogram was performed ravealing an occluded right common femoral artery. The pt was taken to surgery where a successful embolectomy was performed. The pt was reportedly doing well following the procedure.